Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2015. According to the complainant, during the ablation phase of the procedure, they received three fluid loss alarms. The system went into cooldown mode, during which a rush of saline leaked through the patient's cervix and onto her buttocks. It was reported that the patient had a burn on her buttocks, it was unknown if the physician provided any burn treatment. The procedure was completed with this device. An additional attempt has been made to obtain follow up event details with no response from the clinician.